Event description:
It was reported that after a da vinci-assisted surgical procedure, the arm 2 was disabled due to a non-recoverable fault. The error continued after restarting the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was reported after completing the procedure while the patient cart was stowed. The system functionality checked upon powering on the system and the system initially powered on without errors. The arm was disabled due to a non-recoverable fault. There was no allegation of non intuitive motion or external factors.

Manufacturer narrative:
Based on the claim against the product noting arm 2 disabled, an investigation is in progress to determine the cause of this reported issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set up joint (suj) inner to resolve the reported issue. The system was tested and verified as ready for use. The suj has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: the customer disabled arm 2 after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the inner distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The suj was installed on the in-house system and triggered error 319. The suj was also installed on patient side cart fixture test platform (pfpt) and passed all tests. The system logs confirmed that communication issues coming from the axes controller tornado (act) were occurring and producing error 307. These errors occurred intermittently showing a sporadic occurrence.

Event description:
Refer to h10/h11 for follow-up information.